Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection noted the guidewire was broken at 204cm approximately from the proximal end. Rotational wear signatures were found in the fracture area. Kinks were observed along the body of the wire. Guidewire overall measurement was not measured due to the device condition. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-01369. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, it was noted that the rotawire became separated when testing and adjusting rotation outside the patient. A new rotawire was used and resistance was encountered upon insertion at the wire lumen. The procedure was completed with another of same device. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01369. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, it was noted that the rotawire became separated when testing and adjusting rotation outside the patient. A new rotawire was used and resistance was encountered upon insertion at the wire lumen. The procedure was completed with another of same device. No patient complications were reported and the patient¿s condition was good.